Manufacturer narrative:
One cadd prizm vip pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of wrong cassette, will not run was verified. The event log showed wrong cassette alarms. Service replaced the downstream occlusion sensor. The problem source is user unduced fluid ingression with the downstream occlusion sensor.

Event description:
Information was received that the cadd prizm vip pump had constant wrong cassette alarms. No reported adverse effects.